Event description:
Information received indicates the head section reaches the raised position very slowly and drifts back down slowly on its own.

Manufacturer narrative:
The technician replaced the valve solenoid to repair the bed.